Manufacturer narrative:
Vyaire medical file indentification: (B)(6). Device evaluation: g3, g6, h3, h6 and h10 root cause diagnosis: vyaire medical's failure analysis lab performed the investigation. The reported complaint was not verified nor duplicated. The unit under test (uut) was functional without any issues or faults. As a precautionary measure have the internal battery and power board replaced.

Event description:
It was reported to vyaire medical the ltv ventilator ""shut down"" on a patient. The rt's reported that it shut down and they state it did not alarm. They stated the patients o2 sats went down to 37% when they noticed it. The patient was transferred to another ventilator. No patient harm or injury was reported.